Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Programmed a test blood glucose value of 100 mg/dl and using the bolus wizard feature, delivered an estimate detail of units. Verified that the bolus delivered properly and the test data was present in the bolus history screen. No history anomaly or memory anomaly noted during testing. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic acidosis on (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 719 mg/dl. The customer¿s current blood glucose level was 248 mg/dl. The customer was treated by manual injections and blood glucose went down. Customer was wearing the insulin pump at the time of hospitalization. The customer was feeling vomiting symptoms related to the high blood glucose level. The insulin pump will be returned for the analysis.